Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, an unknown device failure occurred. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would contribute to the reported device failure. Both ends of the foot were also examined and there were no needle strike marks detected. During testing a proxy plunger was inserted to test the needle trajectory and the results were acceptable. The needle trajectory of each device is inspected during manufacturing. Based on the analysis of the device and the inspection criteria the reported unspecified failure experience appears to be related to the operational context during use of the product. No manufacturing or quality inspection deficiency was detected. A review of the lot history records did not reveal any nonconforming material records associated with this lot. There does not appear to be any indications of a product quality deficiency.